Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterecomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator 4 (usm4) drifting on its own. Tse reviewed the system log and found error 23075 on the master tool manipulator right (mtmr). Tse informed the customer that they should never release the mtm while their head is in the high resolution stereo viewer (hrsv). Tse also mentioned that in the manual it notes to not release the mtm while the surgeons head is in the hrsv, because it can result in drifting and cause patient injury. Tse stated that any kind of pressure on the usm arm could cause it to drift in that situation like maybe an instrument arm drape being pulled on the usm arm or another usm arm touching it. The customer was going to notify the surgeon to not do that anymore. The customer was going to continue with the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The site reported that the universal surgical manipulator 4 (usm4) drifting on its own. The field service engineer was dispatched to the customer site to further investigate the reported event. The fse found that there were no drifting issues, and the customer could not confirm if the surgeon did not remove their hands from the master tool manipulator (mtm) while head being down in the viewer. The customer was asked to be on the lookout for hands off on mtm with head in viewer as this would cause the drifting issue. The system was verified and ready for use.